Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) lead system which were implanted in 2003, displayed a significant increase in pacing impedance over time. The impedance is now out of range. Other lead measurements are normal. The patient will be followed more frequently and a new lead may be placed when the pg is replaced.